Event description:
Information was received from a consumer regarding a patient who was receiving 3600.0 mcg/ml clonidine at a dose of 1549.5 mcg/day and 20.0 mg/ml at a dose of 8.608 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported one of the patient¿s pumps failed and stopped early. The patient went into get refilled and it didn¿t start after that. The patient remembered meeting representatives and techs and so forth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.